Manufacturer narrative:
Based on information provided, kci cannot determine that the allegations that the patient's hospitalization for a wound infection, septic shock, and incontinence are related to the activ.a.c.¿ therapy (system). Kci has made multiple attempts to gather further information, but no information has been received. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill¿ system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active. Maintaining a seal: -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. V.a.c.® therapy may not be off any longer than two hours per day.

Event description:
On jan 27 2017, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy (system) was put on hold on (B)(6) 2017 due to the patient allegedly being admitted to the hospital for a wound related infection, septic shock, and incontinence. On jun 08 2017, the following information was reported to kci by the nurse: the nurse could not refute if the activ.a.c.¿ therapy (system) contributed to the reported hospitalization for an alleged wound related infection, septic shock, and incontinence. No additional information could be provided. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On 20-jun-2017, kci quality engineering (qe) determined that multiple attempts to retrieve the devices were made, but all attempts were unsuccessful. To date, this device is unavailable for evaluation in kci qe.